Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the pump display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/30/2014 with the following findings: the display screen was found to be functional; a blank-display issue was not observed: the reported issue was not duplicated. Several cs-054 call service alarms, which can be mistaken for a blank-display issue, were observed in the black box data. Unrelated to the reported issue, the display screen visual was found to be dim due to an unidentified display failure.